Event description:
Legal representative reported "surgical explant of recalled Biocell device with capsulectomy; Lamellated hypocellular fibrosis tissue, compatible with remote tissue reaction to the Allergan breast implants; Cellular damage; Scarring and disfigurement; Physical pain and suffering; Past and future medical expenses; Significantly increased risk of developing cancer; Emotional distress including fear and anxiety of developing cancer; T-cell lymphoma (per pathology, the Allergan implants are the possible cause); Diagnosed with breast implant associated ALCL by breast multidisciplinary tumor board, prior to explant. Diagnosed with BIA-ALCL". Histopathological markers CD30+ and ALK- have not been received, hence the report of ALCL has not been confirmed. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A partial date was received: Implant(D6a): "2011 or 2012". Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The Reason(s) for reoperation is/are: Suspected Breast implant-associated anaplastic large cell lymphoma (BIA-ALCL). (histopathological markers not reported).Physiological complications are the nature of the reported event(s), and device analysis typically does not help Allergan determine the cause.